Event description:
It was reported that high capture threshold was observed on the right atrial lead. A lead reposition was attempted but no acceptable position was found. The lead was replaced on (B)(6) 2017. It is unclear if the lead was explanted or capped. Patient was in stable condition before and after the procedure. No further information was provided.

Event description:
New information states that the lead was explanted.